Event description:
It was reported that the rover's power cord was separating from the plug and turned black at the end. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
A field service representative evaluated the device and found that the plug was damaged and had been worn over time. The plug was replaced and the rover was tested and returned to service.